Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother reported her daughter's blood glucose measured from 365 mg/dl to 385 mg/dl and that it reached 400 mg/dl in less than 24 hours after the pod was activated. Upon deactivation she noticed the cannula was not properly inserted into her skin.